Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: on entering the room registered nurse found patient's IV alarm beeping occlusion downstream.